Manufacturer narrative:
Identifying information of the part, such as the lot number of the device was not reported to paragon 28. Review of the device history record was not completed because the lot number information was not reported. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
On (B)(6) 2020, 2 parts were reported to have malfunctioned. The 70mm depth gauge was reported to have broken and the 3.5 x 14mm r3con locking plate screw did not lock to plate. This is report 2 of 2 for this incident. This report addresses the 3.5 x 14mm r3con locking plate screw. Due to limited information, potential of harm is based on worst case-scenario for the failure mode, independent of a condition failure.